Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the bacterial peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with intraperitoneal (ip) ceftazidime (1.5 g daily, for two days), ip vancomycin (1.5 g for 28 days) and oral nystatin (500,000 iu, four times a day for 4 weeks). At the time of this report, the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported they believe the cause of the event was due to the recalled minicaps. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Pd therapy was temporarily switched to hemodialysis as the pd catheter was removed and a new one was inserted. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number: 1019003-02/01/2023-001-r should additional relevant information become available, a supplemental report will be submitted.